Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to catheter blockage and treated with t. Ciflox (oral, ongoing) for peritonitis. On an unknown date, the pd catheter was removed and pd therapy was discontinued. At the time of this report, the patient was discharged from the hospital and recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.